Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of an unknown size thoracic aortic aneurysm. It was reported that approximately one year later, a CT was performed, where a distal type endoleak 1 was observed. The event was treated with a valiant stent graft approximately 4 months later. The endoleak was resolved. As per the physician, cause of the event was patient's anatomy. It was stated that the distal thoracic aorta had dilated up larger than the current stent graft. No additional clinical sequalae were reported and the patient is fine.